Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking from the y-site (clearlink). During patient infusion of herceptin, it was observed that the set was leaking at the y-site distal to the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection was performed which showed that all components were correctly placed and according to specifications. Priming was performed, and it was noted that the device was according to specification and no defects were observed; however, during pressure test and clear passage test, a leak was observed from the gland of the third clearlink component. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.